Event description:
It was reported that the pulse generator exhibited a sensing anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.

Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.